Event description:
During follow-up, interrogation of the device was not possible. The device was then later interrogated and was observed to be in backup mode due to event queue overflow. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.